Manufacturer narrative:
E1 update: the reporter¿s information was updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on 29apr2026 wherein the ipg was repositioned to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.